Event description:
It was reported that, "pt had an orif of the ulna. The pt returned to the surgeon 6 weeks post primary surgery with a broken plate, but was not clear with the surgeon on what he did to break the plate. This plate was removed and a new one was replaced."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.